Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) had respiratory failure and was intubated. There was also non-sustained ventricular tachycardia episodes and ventricular fibrillation (vf) in past months with no therapy delivered upon checking the presenting electrogram (egm). Boston scientific technical services (ts) then advised the health care professional (hcp) checking episodes and see if the physician would change device programming. There was no further information obtained. The ICD remains in service. No additional adverse patient effects were reported.